Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7457526.

Event description:
It was reported one of the leads had migrated and wrapped around the ipg. The issue was confirmed via x-ray. It was noted that the patient had a fall prior and loss of therapy. In turn, the lead was explanted and replaced to address the issue.